Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient went to the hospital for rib pain and was diagnosed with pneumonia, urinary tract infection and peritonitis. A culture test was performed, which confirmed the growth of enterococcus faecalis. The patient was reportedly reusing the drain lines the same day they were diagnosed with peritonitis. The patient was treated for cough with augmentin. The patient expired the following day. Additional information was requested, however to date has not been provided.

Event description:
Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s report of cough and rib pain with hospitalization for pneumonia, urinary tract infection (uti) and/or peritonitis with subsequent death. The cause of death is unknown and it cannot be determined if it is related to the peritonitis, uti and pneumonia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler and liberty cycler set. Additionally, there is no report of a device malfunction with the liberty select cycler or a leak or defect reported for the liberty cycler set for this event. It was documented that the patient was reusing the drain lines during the pd treatment, which goes against fresenius insert label instructions for the liberty cycler set, dual patient connect. This demonstrates the lack of adherence to proper set-up of the liberty cycler set and questions the patient understanding of training received from their associated clinic. Secondly, the growth of enterococcus faecalis suggests improper hygiene and a possible breach in aseptic technique. It is known that enterococcus faecalis peritonitis probably results from touch contamination and gastrointestinal (gi) sources. The patient¿s comorbid conditions of end stage renal disease (esrd) on pd therapy, cytomegalovirus (cmv) colitis, chronic immunosuppression and diabetes mellitus are significant risk factors for a serious infection. The patient¿s concomitant diagnoses of pneumonia and uti are not typically associated with pd therapy. Furthermore, the cause of the uti could be enterococcus faecalis due to poor hygiene as it is the most common cause in uti infections. Based on the available information, there is no objective evidence that a liberty select cycler or liberty cycler set product deficiency or malfunction caused the patient¿s pneumonia, uti, peritonitis and subsequent death.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.